Event description:
The customer reported during a case the iris closed, there were uncommanded x-rays, and the system locked up. No injury to pt occurred. System was rebooted to correct error and complete the case with no further problems. No pt injury was reported.